Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient. The target lesions were located in the proximal and mid right coronary artery (rca) and were each treated using two passes with the oad on low speed. When the device and guide wire were removed, the tip of the guide wire became detached in the patient. The wire fragment was snared and removed and the patient was stable following the procedure.